Event description:
It was reported via an investigator initiated study #(B)(6) that, a revision due to traumatic loosening of the tibial baseplate after an automobile accident 1 year post-op.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.